Manufacturer narrative:
Based on the current information provided, the cause of the operative complication cannot be determined. A follow-up MDR will be submitted if additional information is obtained. An isi field service engineer (fse) performed preventive maintenance and system verification at the site. There were no issues noted with the system. The system was tested and verified as ready for use. On 16-dec-2022; an advanced system log review was performed by an isi failure analysis engineer and reported the following information: the logs show sureform 45 curved-tip stapler instrument (part #480545-04, lot #t10220623-0346) was installed on the system nine times and fired 6 reloads (all white). Installs 1, 2, 5, and 6 were on universal surgical manipulator (usm) 1. Installs 3, 4, 7, 8, and 9 were on usm 3. On installs 1-4, 6, and 7, all clamping and firing was completed with no pauses for compression. On the fifth install, no clamping or firing was attempted. On the eight install with a green reload, there was an incomplete clamp, failing at around 55% completion over a duration of 64 seconds. This was the only clamp on this install, and no firing was attempted. On the ninth install, the system failed to detect the reload color and the user manually selected the black reload via the surgeon side console touchpad. There were 3 incomplete clamps, failing at around 55%, 55%, and 64%, respectively. No firing was attempted on this install and the instrument unclamped successfully. Approximately 30 minutes after the last unclamp, the logs show the emergency stop button was pressed from the patient side cart (psc). However, the stapler had been unclamped and not used for a considerable amount of time prior to this error. There were no stapler related errors in the msc logs for this instrument. This complaint is being reported due to the following conclusion: during a da vinci-assisted pulmonary lobectomy procedure, the patient had a bleeding near the staple line although no bleeding on the actual staple line was reported. Also, later in the case, there was more bleeding in another unspecified area that led to the conversion of the case to open surgery. The cause of the complications are unknown. It is also unknown what specific medical intervention was performed to address the complications.

Event description:
It was reported that during a da vinci-assisted pulmonary lobectomy procedure, the patient experienced bleeding at an unspecified location near the staple line; however, no bleeding on the staple line was reported. Additionally, later in the case, there was more bleeding in another unspecified area that led to the conversion of the case to open surgery. The blood loss volumes and medical intervention rendered in relation to the bleeding events are unknown. During the procedure, the surgeon reported to have some resistance felt on the master controller or one of the arms. The source or cause was unknown. The surgeon suspected that this was due to arm collision. The patient was considered as high risk prior to surgery. An intuitive surgical, inc. (Isi) technical support engineer (tse) reviewed the system logs and identified multiple fiber communication errors pointing to the top port on the core and blue fiber cable. The tse also saw an error 23075 indicating that the surgeon's hand may not have been touching the right master tool manipulator (mtm) while in following mode. The tse reported that there were no system related errors other than the 23075.